Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 33.7cm with the connector pin was returned for analysis. Insulation damage was noted at 27.5cm from the connector pin consistent with clavicle crush damage. (B)(4). (B)(6).